Event description:
It was reported that a malfunction alarm occurred with the pump, identified by the malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the specified threshold. Technical support provided information on how to reset the pump, assisted the customer with the reset, and instructed them to call back if the issue recurred. The customer understood the instructions and continued using the pump without further incident.